Manufacturer narrative:
Additional information: according to the received information from the field, the recipient started to experience retention issues recently with the use of different audio processor systems. It can be assumed that the issue is related to an increase of the distance between the audio processor and the internal magnet i.e. Too thick skin flap. Skin flap thinning is considered but no further information has been received. In addition one channel shows hi status due to undetermined reasons.

Event description:
Issues with retention of the external device were reported which started approximately six months ago (july 2020) and became worse recently. Even using the magnet strength 4, the fixation of the coil is not stable. There are retention issues reported using opus, comt coil, rondo 2 and sonnet d coil. The user also reported a reduced loudness and in his hearing perception with the device, besides to the retention issues. The reported decrease in hearing perception started in december 2020, as he was performing well with using the device before that time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Issues with retention of the external device were reported which started approximately six months ago ((B)(6) 2020) and became worst recently. The user also reported a reduced loudness in his hearing perception.